Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 28x2.5 mm target lesion containing a lesion bend of >=90 degrees was located in a moderately calcified and moderately tortuous left anterior descending artery (lad). A 2.50x28mm promus element drug-eluting stent was selected and advanced to treat the target lesion. However, the physician could not implant the stent because the stent's shaft got broke inside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination of the device identified a break in the hypotube shaft at approximately 230 mm from the catheter strain relief. In addition, the hypotube was kinked along its entire length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and microscopic examination of the crimped stent found no issues. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 28x2.5 mm target lesion containing a lesion bend of >=90 degrees was located in a moderately calcified and moderately tortuous left anterior descending artery (lad). A 2.50x28mm promus element drug-eluting stent was selected and advanced to treat the target lesion. However, the physician could not implant the stent because the stent's shaft got broke inside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).